Event description:
Related to MFR report # 2183959-2012-01403, 1405. It was reported that, on (B)(6) 2006, a monarc subfascial hammock was implanted to treat the plaintiff's pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that as a result of having the mesh products implanted, the plaintiff was experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. It was further alleged that the plaintiff will likely undergo further medical treatment and procedures in the future.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up.